Event description:
It was reported that allegedly the keypads for both devices was not working, and therefore, the assy front case keypad of the two pcu modules will be replaced. There was no reported patient involvement.

Manufacturer narrative:
Investigation conclusion: the customer reported that the keypads were not working and the assy front case keypad of the two pcu modules will be replaced was confirmed. The returned keypad had various keys that were not functioning as intended. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. An extensive investigation for this issue has been previously performed and completed through fi dir #10000356329. There was no patient involvement (npi). Device inspection: external and internal inspection was performed on (p/n tc10012515). During external inspection, the keypad was observed to be in good condition with no issues observed. During internal inspection, the keypad was found with signs of fluid ingress where the flex cable meets the circuit layer. Cracks under magnification were also found on the traces of the circuit layer. Root cause analysis: the proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module (B)(6) service history record showed the device had a manufacture date of 05apr2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 22oct2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only front case keypad assemblies were provided for the investigation.

Event description:
It was reported that allegedly the keypads for both devices was not working, and therefore, the assy front case keypad of the two pcu modules will be replaced. There was no reported patient involvement.

Manufacturer narrative:
Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that allegedly the keypads for both devices was not working, and therefore, the assy front case keypad of the two pcu modules will be replaced. There was no reported patient involvement.